Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the 1st year, the device was working amazingly. The patient noted that she was back to where she was before she got the implant. There was no fall or trauma related to this issue. The patient had tried increasing stim but she did not see an improvement in her symptoms. She tried all 4 programs and the health care professional (hcp) reprogrammed the device but it did not help with her symptoms. The hcp did an x-ray and the x-ray looked fine. She was going through "depends" like water. She had to wear "depends" all the time and it smelled like urine. This was noted to be a sudden change in therapy/ symptoms. The symptoms returned in 2014. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain the circumstances that led to the sudden loss of effect and resolution of the sudden loss of effect. If additional information is received, a follow up report will be sent.